Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 455 mg/dl at the time of incident. The customer treated with a shot. The customer stated that he was on his way to the doctor when he received the alarm. The customer reported that the no delivery alarm was resolved by complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
Analysis evaluated two open/used reservoirs. Inspected reservoir's orings/stopper groove for anomalies. None were found. Reservoirs filled with diluent, and connected to a new infusion sets. Conclusion reservoirs not occluded, no air bubbles and it does not leak.